Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to verify the failed battery test alarm due to the button/keypad anomaly. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call cosmetic damage, failed battery test and keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer advised the buttons on the insulin pump were unresponsive. Customer advised they received a failed battery alarm 4 days ago. Customer advised the insulin pump had been dropped multiple times and had cracks on the right hand side of the screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.